Event description:
Customer reported a case of flap striae on patient's left eye. Left eye was clear on post op day #1 with no striae. Patient returned to the office on post op day #11 with striae in the left eye after rubbing her eye. Patient with halos, glares and shadows. Patient did not experience loss of best corrected visual acuity. Uncorrected visual acuity was 20/25 on the right eye and 20/20 on the left eye. Best corrected visual acuity (bcva) was 20/25 on the right eye and 20/20-1 on the right eye. Vision would go in and out of focus with blink. Additional information was obtained. Patient¿s symptoms had resolved. On (B)(6) 2013, patient underwent an elevate, debridement, irrigate and replace (edir) procedure.

Manufacturer narrative:
(B)(4) - (striae). Evaluation- the equipment was not evaluated after the treatment because there was no indication that a malfunction caused or contributed to the reported issue. The striae was caused by the patient rubbing their eye. The clinic is reporting this event only and did not request field service or clinical support. A field service engineer (fse) visited the site on (B)(4) 2013 for a normally scheduled preventive maintenance and did not identify any issues associated with the event. System meets amo specifications.